Event description:
On (B)(6 )2012, customer reported a leak under the reaction wheel of the dxc 600 pro instrument, and that the instrument experienced water blank errors. Customer stated that there was a purple liquid underneath the reaction wheel and on the outside of some of the cuvettes. Customer also noted that probe 1 did not vacuuming properly. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and identified a non-functioning valve on the cuvette wash manifold. Fse replaced the valve and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).